Manufacturer narrative:
Infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on an unknown date. The patient was seen by the surgeon three weeks later and had vaginal discharge which had an unacceptable quantity and odor. The surgeon prescribed antibiotics. Upon removal of the vaginal support device, the vagina looked fine.